Event description:
The account stated the pt was being turned in the bed, and while being turned, the siderails gave away and the pt fell out of bed and hit his head. All control lines to the pt came out and the pt was also on a vent, but the trach was not pulled out. Two people were in the room with the pt at the time of the event. The account wants to know if it's safe to keep pt in the bed. Siderails are up and seem stable at this time. The pt has not been checked for injuries.

Manufacturer narrative:
When the technician went into the room, the side rail was up and latched. He tested the side rail and it did not give way. The clinical director asked the nurse if the siderail was latched. The rn was not sure if it was latched when they turned the pt. Totalcare bariatric bed and totalcare bariatrics plus therapy system user manual states: while raising the siderails, a click will be heard when it latches into the locked position.